Event description:
It was reported that the patient expired 118 days following a coronary artery drug eluting stenting treatment procedure in 2005. The index procedure identified five target lesions (tl): tl1 in the posterior descending artery, tl2 in the lmca (left main coronary artery), tl3 in the mid left anterior descending, tl4 in obtuse marginal, and tl5 in the distal circumflex. Only the bifurcated tl2 was treated as part of the index procedure with this taxus experess2 4. 5x24mm drug eluting stent. The patient was discharged one day following the procedure on asa, plavix, beta blockers, and lipid lowering statin. The patient expired 118 days following the index procedure due to multi systemic failure thought to be due to a urinary infection. The relationship of the event to the device was listed as unrelated.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.